Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's father that the customer had display issues occur with their insulin pump. Customer's blood glucose level was reported at 343 mg/dl. Product is being replaced. No further information was provided.